Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location during filling. The blue winged cap was closed. The device was filled with fluorouracil and 0.9% normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from june 26, 2019 - june 27, 2019. H10: the actual device was received for evaluation. The sample did not contain fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. Functional testing was performed by filling the device with green colored water. After fill, the blue winged cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.